Manufacturer narrative:
Correction: d4: catalog#. Investigation ¿ evaluation: it was reported that the wire guide from a blue rhino g2-multi percutaneous tracheostomy introducer tray unraveled. The surgeon using the wire guide believed that the wire guide did not seem as "stiff as it was before", causing the wire guide to kink and unravel. No other information about the event was able to be obtained. Reviews of the documentation including the complaint history, quality control procedures, and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to the lack of lot information provided by the facility. A review of the sales history for the customer was unable to identify the complaint lot. Cook was able to review product labeling. The product IFU, [c_t_ptisgi2_rev0] ¿blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: precautions: ¿an ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances.¿ instructions for use: tracheostomy procedure ¿9. Introduce the j-tipped wire guide several cm into the trachea. Note: the wire should advance freely, without resistance. If resistance is encountered, do not force wire guide.¿ evidence provided upon review of dmr and product labeling, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the wire guide was damaged after insertion leading to the failure during device placement, however cook cannot confirm this. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
It was reported that the wire guide from a blue rhino g2-multi percutaneous tracheostomy introducer tray unraveled. The surgeon using the wire guide believed that the wire guide did not seem as "stiff as it was before", causing the wire guide to kink and unravel. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Another instance of this occurrence is reported under patient identifier (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg? Device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.